Event description:
It was reported that a back check valve failure on the primary set occurred during a magnesium secondary infusion. The user originally reported the event to biomed as an over infusion. No patient harm occurred. The hospital biomed sent the primary bag fluid to a laboratory who confirmed that the bag contained some magnesium, however the root cause of the back check valve failure was not determined, and the set was sent for investigation. Received a copy of the customer's cmdsnet program report from health canada which states, ¿rn hung magnesium 5gms at 6am rn responded to low map alarm on monitor and noticed the entired bag of magnesium has gone through approx 45 mins later the pump was still programmed for a secondary infusion with approx 800cc left to be infused, regardless of the mg bag being empty dr. Informed, charge nurse informed, biomed called to come and assess."

Manufacturer narrative:
Cont'd from d.11: 100 ml baxter bag ,lotw9c04c0, exp mar20, 0.9% nacl injection; 100 ml baxter bag lotp386565 exp may20 magnesium sulfate 5g the customer¿s report of backcheck valve failure for a suspected -over-infusion was not confirmed. Visual inspection of the primary and non-bd secondary set noted no damage or any anomalies. Examination under magnification noted the check valve was assembled in the set correctly, and the silicone membrane was centered. Functional testing resulted in no air bubbles or fluid going past the check valve or into the primary bag. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane or any solvent to the check valve component with no damages to the interior of the check valve or to the diaphragm. The root cause of this failure was not identified.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a back check valve failure on the primary set occurred during a magnesium secondary infusion. The user originally reported the event to biomed as an over infusion. No patient harm occurred. The hospital biomed sent the primary bag fluid to a laboratory who confirmed that the bag contained some magnesium, however the root cause of the back check valve failure was not determined, and the set was sent for investigation.